Manufacturer narrative:
Patient information has been requested, not available at time of report. Date of event has been requested, not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a problem occurred this morning at 06:00, alarms did not sound. The patient died.

Manufacturer narrative:
No malfunction of the device occurred. The device worked as intended. The issue was caused by a misuse of the alarms by the staff. The customer was informed about the outcome of the analysis by the involved remote support technician. No further investigation or action is warranted.